Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely an external force was applied to the surface of the acoustic lens due to user mishandling. The event can be prevented by following the statements included in the instructions for use: "important information ¿ please read before use: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
Olympus evaluated the device and determined a deep scratch was present on the probe, likely attributable to physical stress, such as dropping and/or knocking the subject device. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, gf-ue160-al5, ultrasonic gastrovideoscope to olympus for repair due to a reported issue of "bubbles, leaking and a chip along the edge of video connector." Upon evaluation of the returned device, it was noted that a deep scratch was present on the probe unit. This report is submitted for the finding of a deep scratch present on the probe. As this was found during in-house service on the returned device, there was no patient involvement.